Event description:
A cryosurgical procedure was being performed for the purpose of cryo abliteration of prostrate tissue. After completing a probe freeze cycle, the freeze control was shut off and a thaw cycle was initiated. It was noted that on one of the four probes used in the procedure, the ice ball was not thawing as expected. It was noted that the freeze control was not shutting that probe off completely, thereby reducing the effectiveness of the thaw cycle. The following measures were taken in order to discontinue the freezing of the probe and allow its removal. 1. The main freeze valve was turned off. 2. Removed ultrasound from the rectum. 3. Flushed the rectum with warm saline. 4. Put saline along the outer surface of the probe experiencing the difficulty and used a bovie to assist in freezing the iceball bond to the probe. 6. Removed the probe. There were no known pt complications. The pt will be monitored for any latent complications.